Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: black box dates from 5/9/2015 -5/12/2015. Black box information from date of pi has been overwritten. Unable to confirm or duplicate the complaint during investigation. Current black box shows no loss of prime events. Pump powers with the returned battery cap. Exercised pump for 24 hours with a 1 unit per hour basal program. No loss of prime or prime related warnings duplicated. Force calibration check passes with a reading of 200. Removed pump case, force sensor pins seated and solder connections intact. No evidence of cracked force sensor traces. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no further information available; if further information is provided a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.